Event description:
While setting up for case, the tech noticed the 2800 system would not turn on. Case was completed in another room. No pt involvement and no injuries occurred.

Manufacturer narrative:
The service rep diagnosed and ordered surg suppressor pcb. He replaced the surg suppressor pcb. Tested - system working normally. This correction is as follows: this MDR was originally submitted under the number 1720753-2007-07046. That number had already been submitted for model 9800, submitted on 11/8/07. We are submitting this report to replace the duplicate report number for this device.